Event description:
Indication: nonfamilial hypogammaglobulinemia; hereditary hypogammaglobulinemia; common variable immunodeficiency, unspecified pt reports pump serial (B)(6) expiration 04/25/2024 is giving air in line alert. Pt tried to trouble shoot per clinician guide by pressing the prime key and removing the air in the line and still did not help. When using the old pump this message did not appear, he will continue on using expired pump{due for maintenance). The product fault did occur while in use with the patient. The product issue did not cause or contribute to patient or clinical injury. The device is available for investigation. Pharmacy replaced the device. Pt had another device they were able to use. No further info. Reported to (B)(6) by pt/caregiver.